Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that post impella 5.5 implantation and while the physician was closing the pocket, the patient went into ventricular tachycardia and ventricular fibrillation. The patient received a total of six shocks. The patient¿s family eventually withdrew care, and the patient expired. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the patient¿s outcome.